Event description:
During a pta treatment procedure involving a stenosis in the superficial femoral artery, upon removal of the v-18 control guidewire, the tip and coating were noted to be broken. It was reported that no pt injuries or complications occurred. Additional info has been requested regarding this event.